Event description:
It was reported by customer's mother that the insulin pump delivered a bolus that was not programmed. Caller stated that customer has been high. The current blood glucose reading is 273 mg/dl. Customer is thirsty. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with scratched lcd window.